Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of shunt not draining properly and increased (intraocular pressure) iop; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional via study reported that following a glaucoma filtration device (gfd) implant procedure, the subject came with elevated intraocular pressure (iop) >10mmhg from baseline. The symptoms were not resolved . As per the investigator, the event was related to the device and test procedure. The patient was under treatment medications ( yag laser , antimetabolite medication and needling). Unspec ex-press glaucoma shunt/filtration device - elevated iop >10mmhg from baseline via study.

Manufacturer narrative:
Corrected information provided in b.2., b.5. And h.6. Correction: on initial MDR the product code of a24 was an error. It should have been a1409 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
Unspec ex-press glaucoma shunt/filtration device elevated iop more 10mmhg from baseline via study.